Event description:
Tech in office used latex exam gloves to perform a diagnostic study. Within a few mins tech began to swell, eyes closed, itch and rash. Treated with im injection of 40 mg dexamethasone phosphate and repeated dose in 30 mins.